Event description:
A report was received that the pocket site was too deep and patient was having difficulty charging the ipg. The patient underwent a revision procedure wherein the pocket was relocated and ipg was replaced per physician's preference because the ipg was not charged.

Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the pocket site was too deep and patient was having difficulty charging the ipg. The patient underwent a revision procedure wherein the pocket was relocated and ipg was replaced per physician's preference because the ipg was not charged.

Manufacturer narrative:
Additional information was received that the physician did not suspect malfunction with the ipg. It was due to the patient's anatomy that he kept on charging.

Event description:
A report was received that the pocket site was too deep and patient was having difficulty charging the ipg. The patient underwent a revision procedure wherein the pocket was relocated and ipg was replaced per physician's preference because the ipg was not charged.